Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited oversensing, which resulted in asymptomatic pacing inhibition. The physician elected to cap and surgically abandon this lead, and implanted a similar guidant defibrillation lead without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.